Event description:
Patient reported right side capsular contracture, baker grade iii. Healthcare professional reported "greater number of radial folds on the right breast" and "simple cysts." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported unknown side capsular contracture baker grade iii, "radial folds" and "slight asymmetry because the right one was apparently larger", chronic inflammatory reaction, and microcalcifications. The events of "cysts" is not device related. Healthcare professional confirmed that the event occurred on the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.5.a, b5, b6, d.6.b, h6.